Manufacturer narrative:
A device history record (DHR) review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. A product sample was received for evaluation. Pump turned on, and power lost while pump was on alarm messages were found in the pump's event history logs. Visual and functional testing were performed. The reported issue could not be duplicated; however, the microprocessor unit board was replaced as preventative measure.

Manufacturer narrative:
Other, other text: additional information was received indicating the reported issue occurred during testing.

Event description:
Information was received indicating that a smiths medical cadd legacy pump was rebooting at start up. No adverse effects were reported.